Event description:
On (B)(6) 2009, the pt reported seeing moisture in the cartridge compartment of his infusion device. He disconnected from the infusion site and removed the insulin cartridge from the infusion device. He dried the cartridge compartment but the condensation returned. He again removed the insulin cartridge and dried the cartridge compartment. The moisture did not return. He stated that he did not observe any leaks in the system. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.